Event description:
During acceptance testing, the customer reported that the device did not boot up completely and displayed only the splash screen. The service indicator was also illuminated and there was an audible alarm tone.

Manufacturer narrative:
A replacement device was provided to the customer. Physio-control will evaluate the replaced device upon it return and is continuing to investigate the reported incident.